Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. The customer stated that insulin pump had insulin flow block alarm and was resolved by infusion set change. Customer stated that infusion set had bent cannula. It was stated that the auto mode feature was not active at time of high blood glucose event. Customer declined with troubleshooting for high blood glucose. The device will not be returned for analysis.